Event description:
A patient reported blood glucose results of 315 mg/dl, 325 mg/dl, and 125 mg/dl was a lifescan meter, performed within 10 minutesd of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.